Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek236su - disp.trocar thrd.w.dilating pin 12/110mm. According to the complaint description, the nurse who took out the instrument noticed that the trocar shaft was cracked and reported it to the doctor during the surgery. The doctor did not replace the trocar, but removed the trocar together with the specimen to collect the specimen. After removal, the doctor removed the deformed and damaged part of the tip of the trocar with a finger. After that, the doctor reinserted the same trocar for the final confirmation of hemostasis on the lower surface of the liver and intraperitoneal lavage. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event is filed under (B)(4). Involved components: ek002su - disp.univ-sealing unit f/10/12mm trocars - lot unknown.

Event description:
Update: it had been emergency surgery. Patient in his "40s"; visibility in surgical field was not good due to patient's physique.

Manufacturer narrative:
Additional information: a section - updated patient data. B5 - updated description, b6 - updated tests, d9 - product returned, h3 - evaluation, yes, h6 - codes updated. Investigation results: product was received decontaminated, and visually the tip was noted to be fractured. Batch history review: the device quality and manufacturing history records DHR have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot numbers with this error pattern for these batches (possible lots: 52704738 or 52703441; information provided by subsidiary). According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based on the information available it is not possible to determine just one possible root cause of the failure. Based upon the past product investigation results a CAPA with reference number (B)(4) and an internal risk evaluation/assessment (product safety case) with reference number zs (B)(4) were initiated.